Event description:
Hillrom received a report from a hillrom technician stating the bed exit alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the communication cable needed to be replaced. Per the 'hillrom' service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. "Every'five' years, the bed exit tape switches should be replaced by a facility- authorized maintenance personnel." Ensure the bed exit system works properly. Replace worn or defective parts as needed." A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in (B)(6) 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.